Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). The rep reported an event where during a revision surgery the hcp had difficulty inserting the old extensions into the new ins. The rep noted that the extensions seemed to swell after removal of the old ins and would not fit into the header block of the new ins. No further information was provided, nor complications reported. (B)(6) 2018 (rep): no new information. The rep stated that this issue was told to him 3rd hand in a passing conversation.